Event description:
Argon beam coagulation pencil was out of holster on the sterile field on draped abdomen as placed by physician w/ protective cap on pencil. Foot pedal was not out to be used. Staff detected burning smell & discovered that pencil seemed to have activated on its own & dispersed energy out the side where the tip is released. Nothing was touching the pencil, no one was operating it, and it had not been used prior to the incident. Burned through drape & 2 cm 2nd degree burn to pt 3 finger widths above umbilicus. Other info about the patient: patient has been seen by wound center and treated with silvadene cream dressings after tissue debridement.